Event description:
It was reported that the patient experienced a loss of therapeutic effect and was not feeling any stimulation sensation. The patient's symptoms were pain and the return of increased urinary frequency. Patient did not think her device was working anymore due to her symptoms especially in the past week. Patient had not followed-up with her doctor since implant, and does not currently have a doctor managing her device due to relocating. The patient had been peeing at least 5 times a night for the past 2-3 days. Patient had been given four programs about a year ago and tried all of them, but cannot feel stimulation even when she turns them all the way up. The patient fell in early august and had a puncture wound from a candle stick 1" below her stimulator. She also had pain near her incision site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v588862, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).